Event description:
Boston scientific received information that during a follow up visit, the patient with this device reported hearing beeping tones six weeks earlier but had not reported hearing tones. This device could not be interrogated and telemetry could not be established. A magnet application revealed no beeping tones heard. Hospitalization was recommended to assure that critical therapy is available. No adverse patient effects were reported.

Event description:
A replacement procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis confirmed no telemtry could be established. Visual inspection revealed no device issues. Internal visual inspection also revealed no issues. The device battery was removed and an external power supply was attached and normal current values were obtained. Analysis confirmed the device battery depleted prematurely, however, despite exhaustive testing, the reason could not be determined as the device operated normally throughout analysis.

Event description:
- -